Event description:
It was reported that shaft fracture occurred. The 85% stenosed, 32mmx3.5mm target lesion was located in a mildly tortuous and non-calcified left anterior descending artery. Following predilation, a 32 x 3.50mm taxus liberté drug eluting stent was selected to treat the lesion. While advancing the device, the shaft fractured while still external to the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device identified a severe kink in midshaft extrusion. The kink was located at 2.5cm proximal to the port. An examination of the crimped stent identified no issues. No issue was noted with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft fracture occurred. The 85% stenosed, 32mmx3.5mm target lesion was located in a mildly tortuous and non-calcified left anterior descending artery. Following predilation, a 32 x 3.50mm taxus¿ liberté¿ drug eluting stent was selected to treat the lesion. While advancing the device, the shaft fractured while still external to the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.